Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-nov-12, (B)(4) (con): information was received from a patient regarding their neurostimulator (ins) that was implanted for post lumbar laminectomy syndrome and spinal pain. It was reported that patient tried to turn off her ins because she is having a hip replacement surgery this afternoon. Patient couldn't turn her ins off because she was having difficulty, and her reason for calling was to get assistance with turning the ins off. Patient reports that after syncing, she saw the charge the neurostimulator battery now screen. Patient was asked to get the insr out to start a charge session. Patient started a charge session and reported that the ins battery was blinking on the first quartile. Patient noted that she did not see the lightning bolt either, to indicate that her ins was off. Patient was encouraged to charge until the ins was blinking at least half way. Patient understood the instructions. No symptoms were reported and no further complications were reported/anticipated.